Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 accompanied with symptoms. E-5 error occurs when the blood sample is absorbed. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy, tired, frequent urination and increased thirst. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test results of e-5 using true metrix air meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was not reviewed for previous test result history.